Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 380 units of insulin. There was no reported impact to blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.